Manufacturer narrative:
The investigation determined there was an issue with the cobas infinity software which causes the cobas infinity to not correctly handle exceptions when loading a new order inside the validation screen of a work area.

Manufacturer narrative:
The customer reported that the issue occurred again on (B)(6) 2023. The user was validating results and she noticed that order ID/patient ID a's results displayed as expected under the demographic information. However, after validation, patient a's results stayed on the screen, even though patient b's demographic information and order ID populated alongside the previous patient's results. During each occurrence of this issue, the user realized the results on the screen didn¿t match the patient demographics, so they backed out of the screen. No incorrect results were reported outside of the laboratory.

Event description:
The initial reporter stated they encountered an issue with the cobas infinity software. The customer was manually validating a set of results associated with a first patient in the cobas infinity software. The results for this first patient appeared to have changed over to "validated" in the software and then the patient demographics updated to a second patient. When the patient demographics were updated, the associated test results should have been updated too, but the second patient's demographics were associated with the first patient's results. The user was using the "validate all" function within the main>work areas>patient reports screen of the software. The customer provided an example of one order ID, (B)(6), which had a lactic acid result that was validated. The demographics updated and populated the order ID of the next patient, (B)(6). Order ID (B)(6) should have displayed a vancomycin result, however, the lactic acid result from ID (B)(6) stayed on the screen and appeared linked with order ID (B)(6). The user backed out of the work areas screen and went back in. When the user went back into the screen, the anticipated vancomycin result was then displayed for order ID (B)(6). No questionable test results were reported outside of the laboratory.

Manufacturer narrative:
H3: na.